Manufacturer narrative:
A review of the manufacturing paperwork was not possible since the device size and lot number were unavailable. Please note that this event was originally reported on medwatch 2953161-2006-00357. Retrospective review determined it to be reportable on two separate medwatches since the devices involved in the event are from different device families. Please note attached list of additional devices used in the patient.

Event description:
In 2006, this patient was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was noted that the patient's anatomy was calcified with very small femoral external and common iliac arteries. Due to difficulty advancing the 12 fr sheath, the physician decided to perform an unplanned aortouniiliac procedure. During device advancement, the patient's blood pressure dropped. An intraoperative angiogram revealed that the right external iliac artery had ruptured. The artery was surgically repaired and a femorofemoral bypass was performed.